Event description:
Pt status post tessio catheter insertion. Pt called nurse stating he was bleeding. When nurse examined pt, she found tessio catheter broken in 2 pieces. On 7/6/1998, one of pts had problems with a tessio catheter. Even though this is not an adverse event but only a product problem rptr wanted to report the event. The pt did not have any adverse effects from the product. The pt had to be taken to surgery to replace the hub of the tessio catheter. Delay in reporting was due to trying to fully review with facilities review group and obtaining all the MFR info.